Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of the call, dexcom technical support advised patient to test the alert functionality, patient's mother reported alerts did not function, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.